Manufacturer narrative:
E3-occupation is patient/consumer. The test strips were requested for investigation. The reporter provided two vials of test strips for investigation where they were tested using a retention meter and retention controls. Vial #1 (1strip remaining) testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr vial #2 (6 strip remaining) testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr qc 2: 2.9 inr qc 3: 3.0 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(6) compared to a laboratory using the dade innovin reagent. At 8:00 am, the meter result was 1.5 inr. The result from the laboratory within four hours was 2.1 inr. Customer's therapeutic range is 2.0-3.0 inr. The customer tests on a weekly basis.